Event description:
It was reported that on the same day after the implant procedure, the patient experienced weakness and shortness of breath, and presented to the emergency department (ed). An electrocardiogram revealed the patient was experiencing tachycardia and a chest computed tomography (CT) scan revealed a small pulmonary embolism. Medication was started and the leads remain in use. The patient was a participant in (B)(6). No further patient complications have been reported as a result of this event.